Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported was the pump shutdown unexpectedly. Subsequently, it was reported that the pump touch screen was unresponsive and unable to be unlocked. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 140 mg/dl.